Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer reported that the device does not radiate again and again for unexplainable reasons.